Manufacturer narrative:
B4, d8, d9, g3, g6, h2, h3, h6, h11. The customer's glidescope core 15-inch fhd monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. The customer's monitor was tested with verathon's test cables, blades, batons, and bronchoscope. The tsr tried wiggling the connections, detaching and reattaching the test devices, swapping connectors, and power-cycling the monitor with test devices attached. No image or other functional issues were observed. The customer's monitor passed verathon's device functionality testing and confirmed to be within specification. The customer's cable and laryngoscope that was connected to the monitor during the reported incident were not made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported while intubating a patient using a glidescope core 15-inch fhd monitor, the screen froze, went black, and stopped working. No delay in procedure, use of a backup device, or harm to the patient was reported. Verathon made multiple attempts to confirm if the customer was able to troubleshoot and isolate the issue to a particular system component, however to date, no response has been received.